Event description:
It was reported that the delivery device gave error code 206 during initialization cycles; therefore, the procedure was suspended. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.